Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the lower case was broken and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench and functional testing also revealed no anomalies. Conclusion: no defect found, could not confirm the failures seen during repair of the device. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.